Event description:
It was reported that the patient underwent an initial total ankle arthroplasty. Subsequently, the patient experienced loosening and subsidence of the tibial and talar components. As a result, the patient underwent an ankle revision where both components were exchanged for stemmed implants 31 months after initial implantation. No further patient impact reported. No further information available. This is report 2 of 2 for this event.

Manufacturer narrative:
D6b: 31 months after initial implantation. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.